Event description:
It was reported that foreign matter was noticed on the bd interlink¿ blunt plastic cannula before use after opening up the packaging. The following information was provided by the initial reporter: "we received a customer complaint that after opening the outer package a nurse noticed the cannula contained unknown contaminants."

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers that the device could have been from. The information for each lot number is as follows: d.4. Medical device lot #: 9009583. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: 1/9/2019. D.4. Medical device lot #: 9029579. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: 1/29/2019. D.4. Medical device lot #: 9046773. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: 2/15/2019. H.6. Investigation summary: one photo was received and evaluated. The photo depicted a single packaged lever lock cannula with shield. The shield was observed to have numerous black and brown foreign matter particles, which appeared to be embedded in the shield, throughout the component. Many were larger than level 3 in size. The size and number of particles observed was rejectable per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up or after adjustment are performed. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the foreign matter is associated with the molding process. The embedded fm is most likely degraded plastic and is a result of the resin being exposed to prolonged high temperatures inside the molding machine, such as during start up or after adjustment are performed. No corrective actions are necessary based on the defective rate identified. Batches 9009583, 9029579, 9046773 are considered in compliance with our product specification requirements.

Manufacturer narrative:
Correction: the catalog number has been updated. The following fields have been corrected: b.4. Describe event or problem: it was reported that foreign matter was noticed on the bd interlink¿ blunt plastic cannula before use after opening up the packaging. The following information was provided by the initial reporter: "we received a customer complaint that after opening the outer package a nurse noticed the the cannula contained unknown contaminants." D.1. Medical device brand name: bd interlink¿ blunt plastic cannula. D.2. Common device name: hypodermic single lumen needle. D.2. Medical device type: fmi. D.2. Medical device catalog#: 303340. D.3. Medical device manufacturer: becton dickinson medical systems. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson medical systems. G.5. PMA / 510(k)#: k974363 h3 other text : see section h.10.

Event description:
It was reported that foreign matter was noticed on the bd interlink¿ blunt plastic cannula before use after opening up the packaging. The following information was provided by the initial reporter: "we received a customer complaint that after opening the outer package a nurse noticed the the cannula contained unknown contaminants."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was noticed on the unspecified bd¿ lever lock cannula before use after opening up the packaging. The following information was provided by the initial reporter: "we received a customer complaint that after opening the outer package a nurse noticed the cannula contained unknown contaminants."